Manufacturer narrative:
B5: updated. Imf (annex f) code: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve did not malfunction and was not fully sutured and tested prior to removal. It was reported that both the barrel end and replica end of the avalus sizer were used for valve sizing. It was stated that a body surface area (bsa) chart was not used for valve sizing, pledgets were used and the 21mm valve was the most suitable. It was reported that the surgeon is highly experienced with the avalus valve and sizers. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this 21mm avalus valve, it could not be implanted due to sizing issues and was replaced with a 21mm mechanical valve. No additional adverse patient effects were reported.